Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump is repeatedly going through the counting restart with the black screen. The customer will be sent a replacement pump as there is no troubleshoot flow for the pump restarting itself.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.